Event description:
The absolute was partially deployed and it is not known whether or not the device was packaged this way;however,the device was not used on the patient.there was no reported injury and no additional information available.